Event description:
Reportedly, during pt use, a device alert occurred. The ventilation stopped, the ventilator indicator was blinking. Pt was manually ventilated and switched to another ventilator. No adverse medical effects nor pt harm reported.

Manufacturer narrative:
(B)(4).